Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.

Event description:
It was reported that when the pulse generator was connected at implant it exhibited an output anomaly.